Event description:
Ap chest, ap neck, and lateral neck x-rays were received and reviewed. The x-rays were provided after a report of a high impedance was received. The generator placement was located normally in the patient¿s upper left chest area between ribs four and five. The feedthrough wires were intact and the connector pin appears to be fully inserted as the end of the pin can be seen past the second connector block. A strain relief bend was seen placed according to labeling, and two tie-downs were also seen placed according to labeling. No sharp angles or gross fractures were visualized, and a portion of the lead was seen routed behind the generator. The lead wires are intact at the connector pin. Based on the x-rays received, the cause of the high impedance could not be determined; however, any fractures or microfractures that were not visible on the scans provided cannot be ruled out.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen in clinic with high impedance during a follow up visit. Chest and neck x-rays were taken but have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.